Event description:
The pt reported that his infusion device started to beep continuously and displayed 2.01 on the display screen. The pt stated that he was aware of the power pack recall. The pt indicated that the power pack was not over two weeks old. The pt replaced the power pack and the device functioned properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.